Manufacturer narrative:
E1: reporter institution phone number: (B)(6). E1: reporter phone number: (B)(6). Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported there was a speaker defective. It is unknown if the device produced sound at time of report. It is unknown if the device was in use at time of event, and there was no adverse event reported.

Manufacturer narrative:
The following functional tests were performed: a philips authorized service provider (asp) arrived onsite and confirmed the alleged malfunction. A good faith effort response recalled the speaker was completely out of sound at the time of event. It remained unknown if there was a speaker inoperative message present when the issue occurred. The asp replaced the speaker assembly and the main board to resolve the issue. The device has returned to working specification. Based on the information available and the testing conducted, the cause of the reported problem was confirmed to be the speaker assembly and the mainboard. The reported problem was confirmed. The investigation concludes that no further action is required at this time. No further investigation or action is warranted at this time.